Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 6 mg/dl at the time of the incident. The customer is low unaware. The customer was at 173 mg/dl at the time of the call. The customer was given a shot to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was told by the hospital that his pump was malfunctioning and needed replacement. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.